Event description:
Patient was unresponsive to pain/verbal. Blood glucose was checked, monitor read 107 then 142. Labs was drawn & pt was sent for computerized tomography (CT) and chest x-ray. On return blood glucose was checked and monitor read 105. Lab report returned and blood locus was 23. Patient was given dextrose 50% and responded.